Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt provided info that she takes insulin without adjustments. The time of her last insulin dose was not provided. Info was not provided as to when the pt last obtained a blood glucose reading prior to the time of concern. The pt claimed she was sweating 15 minutes after the lfs meter reverted to set up mode. She denied receiving treatment. The cca walked the pt through resolving the alleged set up mode issue. The pt's products were replaced. This complaint is reported because the pt alleges that her lfs meter reverted to the set up mode and afterward she become sweaty which is a symptom that can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will eval it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.